Event description:
The sales rep advised that the patient is experiencing pain. The patient was called and advised that her nerves after 8 hours were on edge and numb. She has a plate in her neck and 2 stints, asking about level. Is taking nerve meds and does have screws. She has ostepina. The patient will conduct a timed test and call back with any issues. Saw the doctor and was told to call cs. No new product was shipped to the patient. No return noted.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as january of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.